Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
Related manufacturer report number: 1627487-2024-07447. It was reported that the patient's ipg became inoperable. Troubleshooting was unable to resolve the issue. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
A patient's ipg became inoperable was reported to abbott. Troubleshooting was unable to resolve the issue. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.